Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this patient's right ventricular (rv) lead was functional prior to this patient's generator change-out. However at the change-out procedure, the lead had low impedances <200 ohms, no sensing and no capture when connected to the new generator. Low impedance values and no capture were also observed through the pacing system analyzer (psa). The physician opted to surgically abandon the rv lead. The patient's superior vena cava was occluded so a new rv lead was not able to be implanted. The field representative suggested that the patient's left ventricular (lv) lead could be plugged into the rv pace/sense port of the new cardiac resynchronization therapy defibrillator (crt-d) generator; however, the physician preferred to use a single chamber pacer instead to connect the lv lead to. No adverse patient effects were reported as pacing support was provided by the lv lead throughout the case.